Event description:
Prytime is filing this report with an abundance of caution due to the presence of an introducer sheath, which may have contributed to the development of a pseudoaneurysm and hematoma. The introducer sheath is manufactured and labeled by the OEM and included in prytime's convenience kit. On february 28, 2023, prytime was notified of this case. A 40-year-old male patient presented with a penetrating injury (gunshot wound) with trajectory extending from the left to right pelvis. Acute ballistic fractures of bilateral ilia without involvement of the sacroiliac joint. Bilateral gluteal lacerations with numerous retained ballistic fragments. Heterogeneous hypo enhancement and mild edema of the right hip and lower extremity musculature may reflect rhabdomyolysis. Venous contamination and atherosclerotic vascular calcification limits evaluation of lower extremity arteries, as per surgeon's report. Arterial access was inserted to the right cfa and a reboa procedure was performed. An ex-lap was performed and indicated bleeding in retroperitoneum and pelvis. This was a lengthy, complex case with multiple comorbidities related to the gunshot wound. It is not clear how long the sheath was left in place or how it was managed. After the procedure was completed, an ultrasound was performed and identified a pseudoaneurysm and hematoma at the insertion site. Surgical intervention was required and a right iliofemoral embolectomy was performed. Per the surgeon's report, it was unknown if the medical team performed proper sheath management (flushing) during surgery; which can be a contributing factor in the development of the pseudoaneurysm. Also, the patient received multiple blood transfusions and in addition, received txa; which may have contributed to the complications as well. Upon investigation of this incident, the presence of the introducer sheath within the bloodstream could not be ruled out as a potential contributor. Per the reporting surgeon he is 100% sure the patient would have bled to death if not for reboa procedure performed. Overall, there was no confirmed deficiency with the prytime product exhibited in this case. There was no reported or alleged failure of the kit components, the kit, or its labeling.